Manufacturer narrative:
Pending investigation. Recall #: z-0021-2022.

Event description:
As reported, the patient had an initial left tka on (B)(6) 2010. The patient was revised on (B)(6) 2022 due to unknown reasons. No other information reported.

Manufacturer narrative:
Additional information: a2 & b5. Pending investigation.

Event description:
Operative report of 27 jun 2022 [relevant information] pre-operative diagnosis: failed left total knee replacement secondary to accelerated wear of the polyethylene bearing surface. Procedure: revision left total knee replacement, femoral component, and the tibial poly. The tibial poly was removed and inspected, found to have significant wear in the medial and lateral compartments. Synovitis was thoroughly removed from the suprapatellar pouch. A large pseudotumor of hypertrophic synovium projected behind the femoral shaft, and there were areas of synovial cyst formation. A thorough synovectomy was performed. Very minimal osteolysis in the distal femur. The femoral component was well fixed, but the gross instability on the posterolateral corner required the use oaf a cck component, femoral component revision was required. No complications during the procedure. Dressings were applied, the patient was awakened and taken to the recovery room instable condition. Pre op x rays showed well fixed components, he had recurvatum and significant sagittal plane instability at 90 degrees of flexion. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Manufacturer narrative:
H6: re-opened investigation results: the revision reported was likely the result of polyethylene wear, as stated in the legal documentation and operative notes, after being implanted for over 12 years. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the polyethylene wear cannot be determined as the devices were not available for evaluation, and radiographs and photographs were not provided.